Manufacturer narrative:
Follow-up #1: date of submission 03/17/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump¿s black box and alarm history showed multiple cs 064 alarms with high force occurring due to an occlusion during prime. During testing, the ez-prime steps were performed correctly with no cs 064 alarms occurring. The pump successfully completed the 24 hour duration test with no warnings occurring. The pump case was removed no intermittent condition was found to the motor flex or assembly. There was no defect found. The complaint of a cs 064 alarm issue was not duplicated during investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.